Event description:
(B)(6) in tech states the provider states on the left motor, the bolt that stops the brake from disengaging is missing allowing the brake to disengage when you hit a bump.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.